Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract after pressing the button. This occurred with 2 catheters. The following information was provided by the initial reporter: "pushed button and needle would not retract."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-jan-2023. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 18ga x 1.16in. Insyte autoguard bc unit from lot number 2171961. Additionally, one photo is provided. The safety mechanism was deactivated, and a visual inspection and functional test revealed nothing remarkable. The needle retracted successfully when the safety mechanism was activated. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract after pressing the button. This occurred with 2 catheters. The following information was provided by the initial reporter: "pushed button and needle would not retract".